Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was an image processing error due to the time delay of 1 frame per second. Review of the system log file found that there was an error with ippc disk. Fse replaced the ippc hard disk, but the issue was not resolved. Fse replaced the ippc, reloaded the software, set up the ip address for rdsr and adjusted the database. After replacement of ippc and adjustment of the database, the system was retuned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system experienced an image processing error. The system was in clinical use at the time of the event and no harm has been reported. Upon evaluation, the hard drives in the image processing pc (ippc) required replacement and reformatting. The error was found to be present after this initial repair. It was determined that the ippc unit required replacement. Upon ippc replacement, the system was returned to functionality. Philips has started an investigation of this complaint.